Manufacturer narrative:
A ge service rep performed an on site investigation. The tank and tube end of the high voltage cable was regreased. The fuses and connectors and the voltage on the mainframe power supply were reseated and adjusted at the power signal interface printed circuit board. The three printed circuit boards in the mainframe card rack were reseated. A filament calibration was performed and the interconnect cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed intermittent communication and regulator error messages. No pt injury was reported.